Event description:
It was reported that the implantable pulse generator (ipg) was implanted one month ago and during a recent device interrogation, the battery longevity status was 1-2 years. The physician questioned the longevity of the device. It was noted that the threshold on the left ventricular (lv) lead was very high and the right ventricular (rv) lead threshold was high as well. The physician turned off the lv chamber output and will see the patient in 6 months to reevaluate the battery status. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 6949 implantable tachy lead 2007 (B)(6); 1688t competitor implantable pacing lead 2007 (B)(6). (B)(64.